Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is estimated. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment, recurrent tricuspid regurgitation and tissue damage. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. Two xtr clips were deployed in the tricuspid valve, reducing tr to a grade of 1. On an unknown date, the patient returned to the hospital due to shortness of breath. Transesophageal echocardiography (tee) was performed and showed mr had increased to a grade of 4. It was then observed one of the clips had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/sdla). Also, the other clip had partially detached from both the posterior and septal leaflets. It was noted the clip was barely attached to both leaflets. It was noted the slda and clip migration had both caused damage to the leaflets. On (B)(6) 2021, a second mitraclip procedure was going to be attempted. However, prior to inserting any mitraclip devices, the physician discontinued the procedure due to very challenging imaging. No additional imaging was performed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to disease progression. The reported dyspnea, tissue injury and tricuspid regurgitation (tr) were cascading effects of the slda. The reported patient effect of tissue injury and dyspnea are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. It should be noted that the mitraclip IFU states under the indication for use section that ¿the mitraclip® system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.